Manufacturer narrative:
Concomitant medical products: product ID: 900sfc28 heart ring, implanted: (B)(6) 2018; product ID: t510c27 tissue valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the interrogation report of the implantable pulse generator (ipg) showed "invalid data". It was suggested that the invalid data was due to resetting of the device clock as the clinician indicated that the clock was changed for daylight savings time. The ipg remains in use. No patient complications have been reported as a result of this event.